Event description:
The pt is reportedly experiencing sound quality issues. Programming adjustments were made and external equipment was exchanged, however, this has not resolved the issue. Revision surgery is under consideration.